Event description:
Extension with filter on the epidural tubing appeared to be leaking air into the tubing. The tubing was purged x2 and the ends were clamped and still air leaked into the filter and tubing. This extension set was discarded and no pt harm occurred. The enclosed set also malfunctioned in 2001 while being prepared to apply to a pt. The set was not used on a pt, however air was also noted in filter.